Manufacturer narrative:
Investigation results: the components have been analysed visually and microscopically. The outer packaging (carton) shows small damages and slight traces of usage, most probably due to transport. The outer sterile packaging has been opened in the hospital, whereas the inner sterile packaging is still unopened. The damages mentioned by the hospital can be confirmed. Two cuts can be found at the outer- and inner sterile packaging. The device history records have been checked for the mentioned lot number and found to be according to the specification valid at the time of production. No further complaints registered against the same lot number. Based on the information provided and after the investigation, the root cause of the failure is most probably transport/usage related. The packaging processes within the responsible production department are validated. The packages itself are checked by 100% after the packaging process. There are no indications for a manufacturing failure. Therefore it can be excluded that the product has left the aesculap ag in such condition. In general, a note regarding the packaging and the sterility can be found in the corresponding IFU. A CAPA was initiated.

Event description:
It was reported that there was an issue with a columbus femur component. There was a problem with the inner packaging of the implant. Two cracks were detected. Outer packaging was fine. Endangering the sterility of the implant. No patient harm was reported. Additional information was not provided. The product problem is filed under aag reference (B)(4).